Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator's display was blank. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. The ventilator settings were found to be locked; extended self tests (est) was performed and the ventilator is in working condition. Medtronic was not authorized to conduct the repair.

Event description:
The ventilator was not on a patient at the time of the event.